Event description:
A patient was seen by his neurologist due to a recent increase in seizures. During the follow-up visit, the neurologist identified high impedance. The device was disabled after the high impedance was identified. The patient was also having pain in the neck when the device stimulated. The patient underwent a full replacement on (B)(6) 2016. The post-op lead impedance after replacement were within normal limits. The explanted device has not been received by the manufacturer to date.

Event description:
The explanted generator and lead were both returned to the manufacturer for analysis on (B)(4) 2016. Both products are currently undergoing analysis.

Event description:
The explanted generator had product analysis completed and analysis results verified that the generator was able to perform according to all specifications. The generator accurately measured impedance values and the septum was not cored, eliminating the possibility of unintended current through body fluid due to the generator. Additionally, the generator data verified that high impedance was present prior to explant. The lead analysis has not been completed to date.

Event description:
An analysis was performed on the returned portions of the lead. During the visual analysis of the returned lead portions, there appeared to be a broken coil near the electrode bifurcation. Scanning electron microscopy (sem) was performed and found that there was mechanical damage and evidence of a stress induced due to fatigue on one of the broken coil strands. The other broken coil strands had excessive pitting and the fracture mechanism could not be determined. A setscrew marks found on the lead connector pins provided evidence that a good mechanical and electrical connection was present at one point in time.